Event description:
It was reported that the catheter was functionally tested before use. Just after insertion or after a few hours the catheter was not permeable anymore; total obstruction. The catheter was removed and replaced. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The potential cause of the catheter being blocked could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the catheter was functionally tested before use. Just after insertion or after a few hours the catheter was not permeable anymore; total obstruction. The catheter was removed and replaced. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer reported the catheter was blocked. The customer returned one sealed kit with the same lot # as reported on the complaint. No actual complaint sample was received. The catheter was removed from the kit and was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. The customer reported the catheter was blocked. The customer returned one sealed kit with the same lot # as reported on the complaint. No actual complaint sample was received. The catheter was removed from the kit and was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. A functional flow test was performed on the returned sample per amrq- 000017 section 7.8; rev. 7. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester (c05176) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 8.0ml/min (c05180), which is within the specification of 1ml/min. No blockages were found. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without the actual sample. The reported complaint of the catheter being blocked could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The returned catheter passed a functional flow test and met flow rate specifications. Therefore, the potential cause of the catheter being blocked could not be determined based upon the information provided and without the actual complaint sample.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was functionally tested before use. Just after insertion or after a few hours the catheter was not permeable anymore; total obstruction. The catheter was removed and replaced. There was no patient injury.